Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: n EU_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturer representative regarding the delivery of morphine (unknown concentration and dose) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The catheter was previously replaced. The reporter did not have much detail, but believed it was "not working." At some point after the new catheter was implanted, the patient developed a cerebrospinal fluid (csf) leak, with fluid accumulating in the pump pocket. However, the patient did not have a spinal headache. It was thought csf leak was coming from the old catheter, even though it did not start until the new catheter was implanted. A dye study was performed on (B)(6) 2015 and was negative. A surgical exploration was performed on (B)(6) 2015 and the piece of the old catheter was found and retied, but the fluid accumulation persisted. The patient was referred to a neurosurgeon on (B)(6) 2015 and they will plan to find the old catheter and ensure it was tied off. The reporter was asked to be there in case the new catheter needed to be cut or if a revision was needed. The reporter had no further information. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, when the fluid accumulation began, if the cause of the csf leak was determined, and if the issue was resolved. Please refer to the mfg. Report# 3004209178-2015-12958 for information pertaining to the previous surgical intervention and the abandonment of the catheter.